Manufacturer narrative:
A user facility reported, "the tip broke off." No injuries were reported, but a delay of procedure was noted. No specifics on length of delay or any outcomes related to the delay were given. Deroyal industries, inc. Has requested return of the device, however it was unavailable for return. A supplier corrective action request (scar) has been issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "the tip broke off." No injuries were reported, but a delay of procedure was noted. No specifics on length of delay or any outcomes related to the delay were given.

Manufacturer narrative:
A user facility reported, "the tip broke off." No injuries were reported, but a delay of procedure was noted. No specifics on length of delay or any outcomes related to the delay were given. Deroyal industries, inc. Has requested return of the device, however it was unavailable for return. A review of any corrective and preventive actions (capas) was conducted and no applicable capas were found. An inventory check of 11 kittners were inspected each of these products were within specification. A complaint to sales ratio was conducted over the past two years and was found to be (B)(4). A supplier corrective action request (scar) was issued to the manufacturer and returned. The supplier conducted a review of four other lots of kittners as the lot number was not provided. The current manufacturing lot and complaint records were also reviewed by the supplier. Through these investigations, all products were found to be within specification and no issues were found. Root cause: because the device nor the lot were given or returned and no issues could be found during the investigation, no root cause was able to be determined. Corrective and preventive actions: because no root cause was able to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.